Manufacturer narrative:
While calling in the complaint, the user facility's biomedical engineer (biomed) experienced the same issue during troubleshooting. Per the field service representative (fsr), the perfusionist (ccp) said that after tightening the nut on the back of the screen, the reported issue went away. The ccp powered up and down several times, and worked fine. When the problem did occur and the ccm display was in the main screen, that by touching the screen the problem corrected itself. The ccp said once the qcu warms up, it is fine. The central control monitor (ccm) only has problems when first starting up in the morning.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the quantum control unit (qcu) had a rolling screen. The user facility's biomedical engineer (biomed) rebooted and wiggled cables a couple of times, video stabilized. As a result, an alternate perfusion system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.